Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to over discharge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharges (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. The ins passed the final functional test on the automated test console. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) did not function anymore and needed to be replaced. The ins had been implanted for 22.8 months and was suspected to be overdischarged. Two attempts to restore the battery function by means of the physician recharge mode on the recharger were not successful. The actions taken to resolve the event by explant and replacement of the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the ins was discharged. It was impossible to recharge the ins through the skin. There were no external factors that contributed to the event. Troubleshooting was performed. Two forced recharge procedures were performed by the nurse, but without success. The action taken to resolve the event was replacement of the ins. The issue was resolved at the time of this report. The patient was alive with no injury.

Event description:
Additional information was received from a company representative (rep) reporting it was suspected that the ins was overdischarged.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the patient experienced no stimulation due to no recharge possible. It was unknown why the patient could no longer recharge. The battery didn¿t work anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.